Event description:
It was reported that during an unknown procedure, the device tested fine, but the handpiece has a lose mount and the disposables are getting hot. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and was found to be functional. No loose mount was noted. The hand piece was disassembled, a torn isolator acoustic and evidence of moisture ingress were found. Due to this condition, it may result for temperature issues to occur.